Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure, this right atrial (ra) lead exhibited high out of range pacing impedance measurements and loss of capture at maximum outputs. It was determined the lead had fractured. This lead was surgically abandoned and replaced. No adverse patient effects were reported.